Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow up. Upon device interrogation, the patient's right ventricular lead exhibited multiple episodes of unintentional diaphragmatic stimulation. Programming changes were made. A few weeks later, it was noted that the lead exhibited increased capture thresholds and changes in pacing impedance values. The physician suspected a possible insulation breach. The lead was capped on (B)(6) 2019 and replaced. The patient tolerated the procedure well and left in a normal hemodynamic state.